Manufacturer narrative:
Investigation summary investigation into the event found that the customer was using an expired lot of immunowash fluid. The root cause of the event was user error.

Event description:
A customer observed biased phbr qc results on the 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.